Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, patient has passed away because the ventricular tachycardia (vt) led to hemodynamic instability. The physician wants to know why the ICD did not apply any therapy.

Event description:
Reportedly, patient has passed away because the ventricular tachycardia (vt) led to hemodynamic instability. The physician wants to know why the ICD did not apply any therapy.